Manufacturer narrative:
The device was received with another complaint medwatch #s 1527736-1998-679 and 1527736-1998-1083. Due to the fact that both devices are of the same batch and lot numbers, user facility shipped together in same container and co was unable to determine which device was connected to this complaint. Analysis has been shown for both devices under the medwatch numbers of 1527736-1998-679 and 1527736-1998-1083.

Event description:
It was reported the ax55 was used during a proctitis ulcerosa procedure. It was reported by the surgeon a surgical critical decision was made for this surgical procedure development, a mechanical stapler instrument was used. The purpose of this instrument is to staple the rectal munon next to the anus. After removing completely the rectum, this procedure allow to rebuild the intestinal channel, it is done by anal access using mechanical anastomosis. The procedure performed this way is quick, safe and easy. Well, the instrument used (proximate access 55 articulating linear stapler, ethicon) lack on staple presence, in spite of being a new instrument. The instrument was taken in co's presence from its original sterile package. This event can be known only at the time the instrument is used and there is no way in source's side to make a previous check. In this surgical case the consequence of the misfiring produce radical change in the next surgical steps. It forces source to maneuver a procedure that increase the pt risk, increase the surgical procedure in 2 hours and with consequence of fistula sepsis perineal, incontinencia, perdida de reservorio and ileostomia definitiva. The pt did require a blood transfusion due to bleeding.